Event description:
An amphirion balloon was used during a revascularisation of the anterior tibial artery, approx 25 months post the index procedure. Occlusion of the left anterior tibial artery was reported approximately 26 months post index procedure and was treated with an in.pact amphirion paclitaxel-eluting pta balloon catheter. Investigator has assessed that the event was not related to the study device or procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (occlusion); conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).